Event description:
It was reported that the burr broke in the patient's mouth during a surgical procedure. It was also reported that the doctor's finger was cut. No further adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. A review of manufacturing documentation pertaining to the lot confirmed conformance to required specification. It was not possible to determine the root cause for the alleged breakage.